Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected juvéderm® volux¿ in the nasogenial, zygomatic and malar. Early nodules due to an non-device related immune-mediated reaction. Infection is ruled out. Deemed early inflammatory nodules in fold and left cheek (after 48-72 hrs), hyaluronidase in nodules (5 sessions 4000 iu in total approximately) + oral ctc + ab (antibiotic) (doxycycline + ciprofloxacin). Analytic, autoimmunity (-). Mild leukocytosis with neutrophilia. Symptoms resolved. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury.

Event description:
Healthcare professional reported a patient was injected juvéderm® volux¿ in the nasogenial, zygomatic and malar. Early nodules due to an non-device related immune-mediated reaction. Infection is ruled out. Deemed early inflammatory nodules in fold and left cheek (after 48-72 hrs), hyaluronidase in nodules (5 sessions 4000 iu in total approximately) + oral ctc + ab (antibiotic) (doxycycline + ciprofloxacin). Analytic, autoimmunity (-). Mild leukocytosis with neutrophilia. Symptoms resolved. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the serious injury.

Manufacturer narrative:
Additional, corrected, and/or changed data: c1, c3, d1, d4, h4, h6, h10.